Event description:
It was reported that the infusion pump was being used to administer three pressor agents to a critically ill pt who was maintaining a blood pressure of only 30-40 systolic when it experienced a 533 failure alarm. During the alarm state, which stopped the operation of all three channels, the pt's blood pressure reportedly dropped further while clinicians obtained a different pump. The infusions were restarted. Approximately 1 hr later the pt reportedly arrested and expired. The rptr did not know to what extent the alarm state affected the outcome of the pt.